Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009 the patient underwent: posterolateral spinal fusion l4-5; transformainal lumbar interbody fusion l4-5; pedicle screw instrumentation l4-5; cage instrumentation l4-5. 5) local autograft bone. Preoperative diagnosis: degenerative spondylolisthesis l4-5. Per-op notes: ¿..we first placed pedicle screw instrumentation at l4 and l5 using a legacy system. A sharp awl was placed at the intersection of the transverse process, pars interarticularis and superior articular facet. A pedicle probe was passed down the pedicle into the vertebral body. The laminectomy bone was run through a bone mill and combined with allograft chips and one-third of a large rhbmp-2/acs kit was morcellized and placed throughout this bone graft. The bone graft was injected into the disc space until approximately half of the disc space was filled with bone. A cage was measured using trials to be a 14 millimeter height, 26 millimeter length cage. The corresponding cage was filled with bone graft and also impacted into the disc space until it was well centered in both the ap and lateral planes on x-ray. This completed tlif and cage instrumentation. We then completed pedicle screw in strumentation by placing pre-bent rods in the polyaxial heads of the pedicles screws, securing them using cap screws. Compression was applied to construct to restore segmental lordosis. The heads of the cap screws were then sheared off. A posterolateral arthrodesis was then carried out. We decorticated the transverse processes of l4 and l5. The remaining two-thirds of the rhbmp-2/acs kit was cut in half, filled with bone graft, substituting allograft chips, rolled on to itself, impacted over the decorticated posterior elements in order to complete a posterolateral arthrodesis at l4-5.